Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the #0 connector block was not completely seated in the ins port, causing the setscrew to be misaligned with the grommet.

Event description:
It was reported that a lead was connected to an implantable neurostimulator (ins) but the set screw would not tighten, it just clicked. It was noted that no impedance could be run properly. A different ins was used and it worked well. The reporter stated that the patient was doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.